Event description:
Reported settings in the customer's pump were entered incorrectly, potentially causing blood glucose levels to fluctuate between high and low over two years. Due to the issue, the highest and lowest levels displayed "high" and "low," with no specific values known. Customer used correction bolus via pump for high levels and consumed carbohydrates for low levels. No assistance was required from a third party. Customer was advised to consult with his healthcare provider about potentially incorrect settings and received educational guidance on how different settings affect insulin delivery. No settings were changed at the time of call.